Event description:
It was reported that during a surgery, a polaris 5.5 nitinol guidewire could not be withdrawn and the tip was broken when a retrieval device was used to remove it. A new guidewire was opened and used; the broken tip, approximately 5 mm to 1 cm in length, remains in the patient¿s body. There was no further reported patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.